Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and endometrial ablation ('endometrial ablation') in a 38-year-old female patient who had essure (batch no. B30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test? No". The patient's medical history included osteoarthritis, endometriosis and jaundice. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headache"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), jaundice ("jaundice"), pyrexia ("fever"), blister ("blisters on hands and feet"), dyspepsia ("heart burn"), abdominal pain upper ("stomach cramp/ stomach pain/ cramps") and diarrhoea ("diarrhea"), 3 months 11 days after insertion of essure. On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi disorder"), liver disorder ("hepatitis like symptoms"), hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rash"), skin disorder ("skin disorder") and infection ("prolonged infection"). The patient was treated with surgery (hysterectomy (partial), sal pingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, bladder disorder, urinary tract disorder, migraine, headache, blister and liver disorder had resolved and the endometrial ablation, abdominal pain, allergy to metals, gastrointestinal disorder, jaundice, pyrexia, dyspepsia, abdominal pain upper, diarrhoea, hypersensitivity, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, bladder disorder, blister, diarrhoea, dysmenorrhoea, dyspepsia, endometrial ablation, gastrointestinal disorder, headache, hypersensitivity, infection, jaundice, liver disorder, migraine, pelvic pain, pyrexia, rash, skin disorder and urinary tract disorder to be related to essure. The reporter commented: received treatment for: bladder/urinary problems, migraines, headaches, gi conditions. She had essure implanted on (B)(6) 2013 (discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter, patient demographics and medical history were added. Essure lot number added. Added event jaundice, fever, rash, heart burn, stomach cramp, diarrhea, skin condition and hepatic. Updated onset dated of events and reported term, updated outcome of event. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test? No". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headache") and gastrointestinal disorder ("gi disorder") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial), sal pingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometrial ablation, dysmenorrhoea, abdominal pain, allergy to metals, bladder disorder, urinary tract disorder, migraine, headache and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, endometrial ablation, gastrointestinal disorder, headache, migraine, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: received treatment for: bladder/urinary problems, migraines, headaches, gi conditions. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case upgraded to incident. Essure removal date was provided. Event injury was updated and new events: dysmenorrhea, pelvic/abdominal pain, nickel allergy, bladder problems, urinary problems, migraines, headaches, endometrial ablation, gastrointestinal disorder and she did not perform confirmation test were added. New reporter and plaintiffs information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and endometrial ablation ('endometrial ablation') in a 38-year-old female patient who had essure (batch no. B30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test? No". The patient's medical history included osteoarthritis, endometriosis and jaundice. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headache"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), jaundice ("jaundice"), pyrexia ("fever"), blister ("blisters on hands and feet"), dyspepsia ("heart burn"), abdominal pain upper ("stomach cramp/ stomach pain/ cramps") and diarrhoea ("diarrhea"), 3 months 11 days after insertion of essure. On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi disorder"), liver disorder ("hepatitis like symptoms"), hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rash"), skin disorder ("skin disorder") and infection ("prolonged infection"). The patient was treated with surgery (hysterectomy (partial), sal pingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, bladder disorder, urinary tract disorder, migraine, headache, blister and liver disorder had resolved and the endometrial ablation, abdominal pain, allergy to metals, gastrointestinal disorder, jaundice, pyrexia, dyspepsia, abdominal pain upper, diarrhoea, hypersensitivity, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, bladder disorder, blister, diarrhoea, dysmenorrhoea, dyspepsia, endometrial ablation, gastrointestinal disorder, headache, hypersensitivity, infection, jaundice, liver disorder, migraine, pelvic pain, pyrexia, rash, skin disorder and urinary tract disorder to be related to essure. The reporter commented: received treatment for: bladder/urinary problems, migraines, headaches, gi conditions. She had essure implanted on (B)(6) 2013 (discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.